Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. Unk) inserted for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. Essure was removed on (B)(6) 2018. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. Unk) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. Essure was removed on (B)(6) 2018. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 34-year-old female patient who had essure (batch no. C80066) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2015. Discrepancy noted in date of removal-(B)(6) 2017. Lot number:c80066 manufacturing date: 2014/07 expiration date: 2017/07/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 34-year-old female patient who had essure (batch no. C80066) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2015. Discrepancy noted in date of removal- (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received : lot no added, patient¿s dob and reporter information added and discrepancy noted rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.